Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device has a broken shell, creases, and yellow particle material was found on the shell. A weight test of the device was performed which verified the device underweight. A microscopic analysis was performed which identified a broken/opening sharp, one opening crease sharp, wear abrasion and stress marks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp edge break on the anterior side assessed as an unidentified tear opening, one sharp edge opening in the side anterior assessed as an unidentified tear opening, and one sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.